Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced peeled / delaminated. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male and 69 years old; however, gender was not provided.

Manufacturer narrative:
H10: for the reported devices, the lot number was provided and lot history reviews were performed. One device was returned for evaluation. A visual inspection found peeling pebax throughout the length of the balloon. No frayed or unraveling fibers were identified on the balloon. Therefore, the investigation is confirmed for peeling pebax. The definitive root cause for the identified peeling pebax could not be determined based upon the available information. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cq7574 pta balloon dilatation catheter allegedly was peeling off upon removal from the patient. These report was received from one source. Of the one event, did involved patient with no reported patient injury. The patients' age ranged from (B)(6) years, and weight was not provided. Of the reported patient, one was male.